Event description:
It was reported to boston scientific corporation on 09/14/2009 that a zero tip nitinol stone retrieval basket was used for a stone removal procedure performed in 2009. According to the complainant, the stone was too large to be removed from the mid-ureter with the retrieval basket and the case was aborted. During a schedule lithotripsy procedure at about one month later, approximately 11.9 cm of the retrieval basket was noticed to be left inside the patient. A 3 pronged grasper was used to remove the detached device. The lithotripsy procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.